Event description:
The center reported that a pt prone to head banging experienced intermittencies between the cochlear implant and external equipment. External equipment was exchanged and programming changes were made. However, the problem was not resolved. A company representative will meet with the pt to perform device evaluation.